Event description:
The equipment which was involved is known as a "merry walker" and is currently in use in our long-term care facility. It is an assistive device designed as an aide to ambulation for those whose endurance is limited and who may need to assume a seated postion rather abruptly. We used these devices for about 2 1/2 months without incident and they steadily gained in popu-larity both with staff and residents. It seemed a "safe solution" both for those with endurance problems and for those with dementia who desired to ambulate but whose judgement was impaired.the individual involved in this incident was rather seriously injured when she pushed her way through a heavy swinging doorway using the device. The door swung back at her and struck the front of the device flipping it and the resident backward. The resident sustained a laceration to her skull which did not require hospitalization, although she did have a follow-up CT scan 48 hours later.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations, user education provided. Invalid data - on device destroyed/disposed of status.